Event description:
A ventilator was returned to a third party service center. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device's lcd screen was observed. The device's lcd screen kit and inverter pca were replaced to address the issue.